Event description:
This complaint is now reportable based on the analysis completed on 01/12/2007. It was reported that during a coronary drug eluting stenting treatment procedure the 2.75x24mm taxus liberte drug eluting stent (des) was unable to cross the left anterior descending artery (lad). No patient complications were reported. However, returned product analysis revealed a severe shaft hypotube break.

Manufacturer narrative:
Visual examination of the unit revealed a severe shaft hypotube break, measured approximately 80.4cm distal from the strain relief. No other kinks or damage were noticed along the shaft of the device. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.